Manufacturer narrative:
No conclusion code available; final analysis found that the field complaint of a no power issue was verified. Burnt components on the circuit board and burn marks on the inner casing of the ac power adapter were observed. It was determined that the ac power adapter was defective.

Event description:
It was reported that the merlin transmitter would not power up. Attempts of resetting the prongs were unsuccessful. The transmitter was replaced.